Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Broken needle was returned lodged in right jaw of suturing device; needle was broken at loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used to close the vaginal cuff. The surgeon initially observed the needle of the reload break after successfully making a pass and anchoring the suture. On the second pass, the jaws would not close fully and the handle could not be fully squeezed. The device was difficult to toggle. Additionally, pressure was applied in an attempt to close the handles/jaws and pass the needle. But the needle broke after applying additional pressure to the handle. With another suture reload, the same incident occurred while using the same suturing device. An x-ray was ordered and two needle fragments were identified in the lower right pelvic area at the vaginal cuff. Were not able to locate other two needle fragments and were left in the patient. The surgical time was extended by more than thirty minutes to locate the missing needle fragments. In order to resolve the issue and complete the case, continued to close the cuff by hand without a suturing device. The patient outcome is reported as alive, no injury.